Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 3 leads (from the same lot) implanted. It was reported the patient's leads migrated. Surgical intervention was undertaken and all 3 leads were removed and replaced. Also, an additional lead was implanted. Postoperatively, the patient was reportedly receiving effective therapy.